Manufacturer narrative:
Returned patient specimens tested; confirmed customer results with returned specimens. Additional testing for hama ab interference was inconclusive. Insufficient specimen available for further testing. Review of manufacturing data indicated no failures. Risk assessment and need for CAPA pending.

Event description:
In early 2009: caller alleged false positive results with the triage d-dimer test. Four days prior: customer reports that patient sample gave very high levels of d-dimer at 1850 ng/ml but was normal (actual value not provided) when transferred to another facility and tested on siemens dade sysmex. Sample collected several days later was tested by original facility and the value was 310 ng/ml.